Event description:
During a laparoscopic cholecystectomy 512x trocars were in the subxiphoid and camera ports of the pt. It is reported the pt had a thick subcutaneous layer. When the surgeon tried to apply pressure and torque on the camera port and subxiphoid port, both trocars shattered. The surgeon was able to retrieve the larger pieces but feels some smaller pieces may have been left. They did not want to open the pt and packed with 1" plain nu-gauze with the skin left open. The procedure, initially scheduled as same day surgery, was changed to an inpatient status. The surgeon stated she did not think there would be any complications. 9/4/97 received pt incident worksheet stating "ethicon plastic disposable 12mm long laparoscopic port broke at about 2/3 distal end of shaft inside of pt unable to retrieve all the fragments, and at the collar outside of pt. A second port same type broke outside the pt at the collar connection. Small fragments found in the umbilicus port incision and removed. Umbilical incision fascia closed then irrigated vigorously with saline irrigation. The rest of the incision was packed with one inch plain wet nugauze with the skin left open."

Manufacturer narrative:
Device # 1: 9/3/97 surgeon was performing a laparoscopic cholecystectomy on a 300 pound lady with the abdominal wall proximately eight inches thick. They were using two 512x trocars and there was a great deal of difficulty and a great deal of torquing placed on the instruments. The trocar located in the umbilical port fractured at the housing, the other fractured at the distal tip of the sheath. There were several fragments that were removed, however, a couple did remain in the pt. The pt has sustained no sequelae from this. The instruments are being returned for our eval. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; outer gasket condition, ab)conforming; sleeve condition, ab)nonconforming and stopcock condition, ab)conforming. Functional tests & results: flapper door functional, ab)conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "trocars shattered." Trocar (a) was broken above the weld seam of the sleeve and housing. All pieces were rec'd. Trocar (b) was broken above the weld seam of the sleeve and housing, at the middle of the sleeve, and at the distal tip. Approx 10% of the distal tip was not rec'd with the device. No conclusion could be reached as to how this damage had occurred. The sleeve and sleeve housing components have been incorporated into a one piece molded unit to minimize the potential for breakage. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.